Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during (B)(6) 2010, the patient stopped having any hearing sensation. The patient is no longer having access to sound. CT has been performed and the electrodes are inside the cochlea. All external components were checked and changed. No accident, blow to head or illnesses have been reported. Patient is not taking any medication. Electrode channels 11 and 12 show a short circuit. Further testing with the device is to be carried out during week 9.